Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that large air bubbles were observed along the infusion set tubing. The customer's blood glucose level was approximately 400 (mg/dl). Tandem technical support educated the customer regarding air bubbles. Reportedly, the customer continued using the pump for insulin therapy.